Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the fifth inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed in normal way through the sheath, and no detached segment was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 (B)(6). Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 45 mm in length and extended from a position 5mm proximal of the proximal markerband to 4mm distal of the distal markerband. A visual examination of the tip identified damage. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the fifth inflation at 18 atmospheres for 15 seconds, the balloon ruptured. The device was removed in normal way through the sheath, and no detached segment was left inside the patient's body. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).